Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was repositioned due to dislodgement. It was confirmed through x-ray that this rv lead had fallen into the apex. A wider qrs and higher thresholds were then observed. Further, hematoma was noted on the pocket which was due to patient's medication. This hematoma was then evacuated by the physician at the same time. The rv lead remains in service. No additional adverse patient effects were reported.